Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin leaked past both of the reservoir o rings and air bubbles in the reservoir. The customer's blood glucose level was 133mg/dl at the time of incident. Troubleshooting advised customer on proper reservoir insertion. Customer declined further troubleshooting but was advised that the reservoirs would be replaced and to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.